Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an inappropriate therapy from their implantable cardioverter defibrillator. The rhythm met ventricular fibrillation rate criteria on the device. Programming changes were recommended to a healthcare professional. Patient condition after the event was not reported.